Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to emergency room and get hospitalized due to high blood glucose level on (B)(6) 2021. Customer had blood glucose level of 836 mg/dl. Customer was treated with insulin drip. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.